Event description:
It was reported to philips that cathlab images did not display on the flexvision due to a faulty video converter on an allura xper fd20 biplane. The clinical use of the system was in clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the faulty video converter (fru legacy video converter) and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).